Event description:
It was reported to vyaire medical that the vela ventilator display flashes and goes dark on dc power and remains dark when ac power is added, that the fan does not turn on, and that the ac led does not illuminate. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer was provided with a part number for the power entry module and main board vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.